Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images and medical records were not provided for review. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Based upon the available information, the definitive root cause is unknown. The current IFU (instructions for use) states: warnings/potential complications: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. Perforation or other acute or chronic damage of the ivc wall the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that some time post filter deployment the filter allegedly perforated the inferior vena cava and some limbs detached. Approximately eight days post filter deployment the filter migrated to the heart and the patient underwent open-heart surgery. Approximately eight weeks post filter deployment the patient expired. The cause of the patient¿s death was not provided.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Medical record review: the patient presented to the hospital with shortness of breath and dyspnea on exertion. Five days later, a vena cava filter was deployed for a preoperative diagnosis of pulmonary emboli, lung mass, recent bleeding from the nose, and pe prophylaxis prior to lung biopsy for speculated lung mass. The deployed filter was placed via the jugular vein. Inferior venacavagram performed during filter deployment revealed the inferior vena cava was patent and the position of renal veins documented. The vena cava filter was deployed, with some of the struts deployed into the right renal vein. Unsuccessful repositioning attempt made. The filter position was in the ivc with at least one of the struts protruding up near the right atrium. Second unsuccessful attempt made to re-snare the filter. The filter was unable to be retrieved. A CT demonstrated bilateral pulmonary emboli, with large pulmonary embolus in the right lower lobe branches and suprarenal ivc filter extending to the edge of the ivc/right atrial junction. The next day a CT scan demonstrated a pulmonary emboli on the right and an ivc filter present in the right ventricle. Some of the legs were in close apposition of the tricuspid valve and may extend across the valve into the right atrium. Two days post filter deployment an echo noted the ivc filter extended through the tricuspid valve and in the right ventricle causing obstruction of the motion of the tricuspid valve leaflets. Seven days post filter deployment, the patient was transferred to another hospital, a CT of the chest demonstrated an embolized deployed filter at the level of the tricuspid valve extending into the right ventricle and small pericardial effusion. The ivc filter was successfully retrieved eight days post deployment, via median sternotomy with cardiopulmonary bypass. The right atrium was opened, it was noted that ninety percent of the filter was within the right ventricle was entangled within the chordae of the tricuspid valve. The ivc was removed in its entirety. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Based on the provided medical records, it can be confirmed that the patient experienced pe post deployment; however, the relationship to the filter is unknown. Additionally, the investigation is confirmed for migration of the filter and malposition. However, the investigation is inconclusive for perforation of the ivc and limb detachment as it is unclear from the provided medical records. Per the provided medical records, the filter was deployed with some of the struts deployed into the right renal vein, following which an unsuccessful recapture/repositioning attempt was made. Per the IFU, "movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens." Therefore, the deployment with struts in the right renal vein would likely have caused the filter to tilt. Furthermore, the improper deployment and subsequent failed attempt to snare the device likely contributed to the migration of the filter and the other reported deficiencies. However, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: - if misplacement, sub-optimal placement, or tilting of the filter occurs, consider immediate removal. Do not attempt to reposition the filter. Potential complications: - movement, migration or tilt are known complications of vena cava filters. Migration of filters to the heart or lungs has been reported. There have also been reports of caudal migration of the filter. Migration may be caused by placement in ivcs with diameters exceeding the appropriate labeled dimensions specified in this IFU. Migration may also be caused by improper deployment, deployment into clots and/or dislodgement due to large clot burdens. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that some time post filter deployment the filter allegedly perforated the inferior vena cava and some limbs detached. Approximately eight days post filter deployment the filter migrated to the heart and the patient underwent open-heart surgery. Approximately eight weeks post filter deployment the patient expired. The cause of the patient¿s death was not provided. New information: it was reported through the litigation process that a vena cava filter was deployed for deep vein thrombosis/pulmonary embolism. Sometime post filter deployment, the filter tilted and embedded in the ivc, migrated to the heart, and filter limbs perforated. Reportedly, an open surgical cut down was performed to remove the filter from the heart. Reportedly, the patient expired approximately seven weeks post filter removal, the cause of death was not provided.